Event description:
Philips received a complaint from customer reporting check vent: oxygen device failed (diagnostic code: 1111) occurred on v60 ventilator. The device was not in clinical use. There was no report of harm. An occurrence of "check vent: oxygen device failed" (diagnostic code: 1111) immediately before oxygen concentration setting modification was confirmed in the event log. The pse reported when the error "check vent: oxygen device failed" occurs, a v60 continues functioning ventilation at 21% oxygen concentration regardless of the set oxygen concentration value. At the same time, oxygen not available alarm is annunciated. A check on "check vent: oxygen device failed" was performed but no abnormality was confirmed. Given the result above, it has been determined that since no oxygen is supplied while "check vent: oxygen device failed" and "oxygen not available alarms are occurring, there was no change in the measured value when the oxygen concentration setting was modified. A manufacturer's product support engineer (pse) evaluated the device and reported the issue could not be duplicated in testing. The device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter information: (B)(6).